Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial (B)(6) , ubd: 29-aug-2019, UDI (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) concerned about the efficacy of the therapy but ruled out previous subdural hematoma since it was notrelated to the device. There were no known environmental/external/patient factors that may have led or contributed to the issue. A troubleshooting was not performed. Action/intervention: the catheter was replaced to a different level. The patient medical history and weight were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.